Event description:
It was later reported that the patient did not have any damage to the device because of the accident. The patient¿s healthcare provider (hcp) noted that the patient ¿was just stiff and sore and in pain¿ but not because his pump was not working. The hcp stated that the pump volume was ¿spot on¿ and everything was working properly and ¿still is¿. The patient had 4000 mcg/ml of compounded baclofen delivering at a rate of 493 mcg/day. This was the same dose that the patient had prior to the accident. The patient¿s acute pain was dealt with using oral medications and not by making adjustments to the pump. The patient¿s last refill was on (B)(6) 2013 and he was getting good relief and had no issues at the time. The pump was noted to be working very well. No volume discrepancies were noted at all. Telemetry showed no issues either.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that, following a car accident, the patient experienced a change in therapeutic effect characterized by headaches, nausea, and vomiting. It was believed that the pump was not functioning and the reporter wanted the pump to be checked and interrogated. The patient was scheduled for an appointment on (B)(6). The drug used in this system was compounded baclofen.

Manufacturer narrative:
Product ID: 8709 serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).